Event description:
The advocate stated, the customer's contour meter gave a reading of 144 mg/dl, while another meter read 72 mg/dl. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate then ended the call. Customer service attempted to call the advocate back, but they were unable to speak to him. No product will be returned.